Manufacturer narrative:
Initial MDR was submitted by (B)(4) under reference # 3002808486-2015-00133. Additional information provided on 13apr2016 determined this device was manufactured by cinc. Supplemental MDR# 1820334-2016-00274. (B)(4). The event is currently under investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip on (B)(6) 2012 at (B)(6) ". Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received on april 13, 2016: the plaintiff doesn't indicate the date he first experienced symptoms of any bodily injuries he claims resulted from the filter, but notes that he first saw a health care provider for the bodily injuries, the next morning, ((B)(6) 2012). The plaintiff further alleges, swelling, pain, is unable to sleep on right side due to shortness of breath and severe persistent chest pain. Only limited records received to date. However, family health records dated (B)(6) 2014 note that patient complains of right lower back pain and back issues since first dvt. Previous MRI of the lumbar spine dated (B)(6) 2013 notes moderate multilevel lumbar spondylosis and significant neural foraminal narrowing most prominent at l5-s1, bulging disc and facet disease. Patient continues on coumadin, continues to be monitored. Records dated (B)(6) 2015 further indicate pain in right leg is likely radicular from back. No significant risk factors for arterial blockage and venous system should not cause residual pain. Records also repeatedly document issues with alcoholism (12 to 15 drinks per day). Patient continues to drink heavily despite continued warnings of harm to warfarin metabolism and worsening of pain control. Continues to show poor insight into his alcoholism ((B)(6) 2014).

Manufacturer narrative:
Initial MDR was submitted by william cook europe under reference # 3002808486-2015-00133. Additional information provided on 13apr2016 determined this device was manufactured by cinc. Supplemental MDR# 1820334-2016-00274. Evaluation: a review of the complaint history, instructions for use (IFU) and device history record was conducted for the purpose this investigation. No product returned and no imaging provided. Therefore, it is impossible to comment on the alleged injuries and it remains unknown, if the filter performance was related to any of these symptoms. A reference is made to the IFU: in potential adverse events are mentioned: damage to the vena cava; pulmonary embolism; filter embolization; vena cava perforation; vena cava occlusion or thrombosis; hematoma at vascular access site; hemorrhage; infection at vascular access site; death. The device manufactured/inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip on (B)(6) 2012 at (B)(6) hospital." Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received on april 13, 2016: the plaintiff doesn't indicate the date he first experienced symptoms of any bodily injuries he claims resulted from the filter, but notes that he first saw a health care provider for the bodily injuries, the next morning, ((B)(6) 2012). The plaintiff further alleges, swelling, pain, is unable to sleep on right side due to shortness of breath and severe persistent chest pain. Only limited records received to date. However, family health records dated (B)(6) 2014 note that patient complains of right lower back pain and back issues since first dvt. Previous MRI of the lumbar spine dated (B)(6) 2013 notes moderate multilevel lumbar spondylosis and significant neural foraminal narrowing most prominent at l5-s1, bulging disc and facet disease. Patient continues on coumadin, continues to be monitored. Records dated (B)(6) 2015 further indicate pain in right leg is likely radicular from back. No significant risk factors for arterial blockage and venous system should not cause residual pain. Records also repeatedly document issues with alcoholism (12 to 15 drinks per day). Patient continues to drink heavily despite continued warnings of harm to warfarin metabolism and worsening of pain control. Continues to show poor insight into his alcoholism ((B)(6) 2014). No additional information has been provided.

Manufacturer narrative:
A review of the complaint history, manufacturing instructions, device history record, and quality control data was conducted during the investigation. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, unable to be retrieved, chest and back pain, difficulty breathing". Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported chest and back pain an difficulty breathing are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No product returned and no imaging provided. Therefore, it is impossible to comment on the alleged "swelling, pain, is unable to sleep on right side due to shortness of breath, severe persistent chest pain" and it remains unknown, if the filter performance was related to any of these symptoms. A reference is made to the instructions for use: in potential adverse events are mentioned: damage to the vena cava; pulmonary embolism; filter embolization; vena cava perforation; vena cava occlusion or thrombosis; hematoma at vascular access site; hemorrhage; infection at vascular access site; death. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/23/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2012 due to pe. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred to date. The plaintiff alleges device unable to be retrieved, swelling, chest pain, and dyspnea.

Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2015-00133. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00274, follow up # 1 and 2. This was in reference to william cook europe MFR report # 3002808486-2015-00133. Cook is now submitting an initial report to correct this issue. Evaluation: a review of the complaint history, instructions for use (IFU) and device history record was conducted for the purpose this investigation. No product returned and no imaging provided. Therefore, it is impossible to comment on the alleged injuries and it remains unknown, if the filter performance was related to any of these symptoms. A reference is made to the IFU: in potential adverse events are mentioned: ¿ damage to the vena cava. ¿ pulmonary embolism. ¿ filter embolization. ¿ vena cava perforation. ¿ vena cava occlusion or thrombosis. ¿ hematoma at vascular access site. ¿ hemorrhage. ¿ infection at vascular access site. ¿ death. The device manufactured/inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip on (B)(6) 2012 at (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received on (B)(6) 2016: the plaintiff doesn't indicate the date he first experienced symptoms of any bodily injuries he claims resulted from the filter, but notes that he first saw a health care provider for the bodily injuries, the next morning, ((B)(6) 2012). The plaintiff further alleges, swelling, pain, is unable to sleep on right side due to shortness of breath and severe persistent chest pain. Only limited records received to date. However, family health records dated (B)(6) 2014 note that patient complains of right lower back pain and back issues since first dvt. Previous MRI of the lumbar spine dated (B)(6) 2013 notes moderate multilevel lumbar spondylosis and significant neural foraminal narrowing most prominent at l5-s1, bulging disc and facet disease. Patient continues on coumadin, continues to be monitored. Records dated (B)(6) 2015 further indicate pain in right leg is likely radicular from back. No significant risk factors for arterial blockage and venous system should not cause residual pain. Records also repeatedly document issues with alcoholism (12 to 15 drinks per day). Patient continues to drink heavily despite continued warnings of harm to warfarin metabolism and worsening of pain control. Continues to show poor insight into his alcoholism ((B)(6) 2014). No additional information has been provided.